Event description:
A report was received that the patient was experiencing pain which described as very sore to touch at the ipg site. Laboratory test were taken to check for possible infection.

Manufacturer narrative:
Additional information was received that the physician did suspect infection. The patient did not get her laboratory work done. No further information could be obtained. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was experiencing pain which described as very sore to touch at the ipg site. Laboratory test were taken to check for possible infection.